Manufacturer narrative:
Product analysis: analysis confirmed the customer's comments that both the cover of the floppy disc drive of the programmer would not open as the write/read access door was stuck into the drive and blocked the cover door. This made it impossible to insert a floppy disk into the drive. And also that there was a misalignment between the stylus and the cursor on screen. The plug of the stylus was damaged and the stylus was not working correctly. The left and right latch cord bay was broken. The bezel had minor damage. The paper in the printer was depleted. The edge of the radio frequency(rf) head upper case was cracked and the light emitting diode (led) window of the rf head was loose. The anti-slip layer of the rf head was ripped off. The rf cable had a cut with shielding visible but the rf head was functional. The company logo button was broken and errors were noted in the software history log. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing the calibration stylus and floppy disc was stuck. The programmer is expected to return for service. There was no patient involvement.